Manufacturer narrative:
Concomitant product: 4003m58 lead, implanted: (B)(6) 1991.

Event description:
It was reported that the right atrial and right ventricular leads both had low impedance that had each triggered lead warnings. During the revision procedure to attempt to upgrade the patient to a biventricular device, the physician encountered venous obstruction from possible arterial hematoma after 2-3 subclavian sticks. The patient indicated having nerve pain in the shoulder from the hematoma. The patient was given fresh frozen plasma to control bleeding. The leads remain in use as well as the chronic device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.